Manufacturer narrative:
This report is currently being investigated. As additional information is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report received from (B)(6) stated, during the cuff balloon test, prior to use, the cuff did not deflate. There was no patient involvement.